Event description:
Drive medical received notice from an enduser regarding an incident involving a duet rollator/transport chair, a device imported and distributed by drive medical. The enduser was being pushed in the duet rollator/transport chair when it tipped over and she fell and fractured her wrist. No product defect was reported. This report is based on information provided by the enduser. Due to the lack of product information provided by the enduser, the manufacturer cannot be identified.